Event description:
It was reported by the customer that prior to use cs300 intra-aortic balloon pump (iabp) rapid helium loss 2 tanks. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, found worn helium gasket. Replaced helium gasket. The o-ring which was replaced was deteriorated and disposed of on site.performed functional check and safety test.